Event description:
The customer reported to vyaire medical that the 3100a ventilator lost pressure when moving the power cord(was having intermittent power issues).the issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical was unable to confirm the issue. The intermittent power issue could not be duplicated despite changing the driver, power module, and pr 2 and 3. Voltage tests, calibrations, and verification were carried out; there were no power problems. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.